Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient complained that their inflatable penile prosthesis pump was hard to pump and was located in a difficult place in the scrotum to locate. The patient underwent surgery, the physician exposed the pump and was able to inflate the device without any problem. The pump was repositioned in a different place in the scrotum. There were no patient complications.